Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the inset catheter package was open on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation was initiated under complaint investigation child record (B)(4). Complaint investigation results: a complaint was received for the inset product. However, the lot number was not provided, which limits traceability, and no samples are available for tests. Investigation actions were initiated to assess current controls and identify potential risks. Controls review: according with an analysis in the inset area with a process mapping it was identified the next process controls to detect material in process with failures. A) 100% and flow test in the inset final assembly process. During the inset final assembly process a verification at 100% is carry on to segregate and send to scrap the material that present leak and flow failures, this inspection at 100% is performed according with the document 4805074 rev. 108 (work instructions for inset product assembly lines). The pfmeca's for the inset assembly lines 1, 2, 3, 4, 5, 6,7,8,9 and 10 are equals due to the machines are similar, for the analysis will be use the process failure mode, effects, and criticality analysis (pfmeca) 4906028 [15] of the inset assembly line 6 b) 100% visual inspection. Page 2 of 5 during the inset packaging process a verification at 100% is performed in the finished product material before packaging to segregate and send to scrap the material that present the next visual failures: needle is not crooked or bent. Needle guard is present on the needle. Cover is not damaged or burned. Printing on the cover must be legible and the printed. Cover in accordance with the work order. Tyvek is completely sealed and covers the entire ring area. Infusion set does not have double tyvek. Infusion set is free of contamination. This inspection at 100% is performed according with the document 4805056 rev.105 (instructions for packaging inset family products). For further information please see memo attachment - quality controls in the assembly process of inset products of the dhf 13 & dhf 14. Conclusion: although the lot number and physical samples were not provided, the investigation confirms that robust process controls are in place for the inset product. These include 100% flow testing during final assembly and 100% visual inspection prior to packaging, as specified in the applicable work instructions and documented in the pfmeca. These controls are designed to detect and segregate defective units, ensuring product integrity and compliance with quality standards. Based on the review, the risk of undetected defects reaching the customer is considered low.

Event description:
To date no additional patient or event details have been received.